Manufacturer narrative:
Complaint type is being monitored and analyzed. Tegaderm chg complaints are significantly reducing based on number of units sold. 3m's updates to the package insert, additional instruction sheets, and educational programs are being effective in ensuring optimal use of the product. The insert provides the following information on site care: the site should be observed daily for signs of infection or other complications.... Inspect the dressing daily and change the dressing as necessary, in accordance with facility protocol. Dressing changes should occur at least every 7 days, per current cdc recommendations and may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised. The tegaderm(tm) chg dressing should be changed as necessary: if the dressing becomes loose, soiled or compromised. If the site is obscured or no longer visible if there is visible drainage outside the gel pad. If the dressing appears to be saturated or overly swollen.

Event description:
Customer reported an outpatient was receiving antibiotics through a PICC line. A 1657 tegaderm chg dressing was applied to the site. Customer reported the patient was sent to the hospital due to site reaction. Customer reported when the patient arrived, the dressing was removed, the area was very moist, and there was a tan/brown discharge under the entire gel pad portion of the dressing. Customer reported the insertion site was cultured and the cultures were negative. Stated the site was cleaned with chloraprep, erythema was noted at insertion site and the area had some small blisters where the gel portion of dressing touched the skin. Customer reported the PICC was removed and a gauze dressing was applied to the site. Reported a new PICC line was inserted in the other arm.